Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details cannot be requested.

Event description:
Patient representative reported that the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lobulated contours with some folds¿ and ¿laminar collection around it¿.

Event description:
Healthcare professional reported a patient experienced the events of ¿lobulated contours with some folds¿ and ¿laminar collection around it¿. Device remains implanted. This record is for the left side.